Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. A review of the complaint handling database found no similar incidents from this lot reported for hub leaks. Av reviewed the lot history record and there were no manufacturing nonconformities. Av conducted root cause analysis and determined the issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous de novo mid arteriovenous (av) fistula with no calcification. A 3.0 x 40 mm armada 35 balloon catheter was used; however, there was a leak coming from the strain relief when the balloon was inflated at 8 atmospheres. Therefore, the device was replaced with an unspecified balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. The av fistula was created in the forearm of the patient. No additional information was provided.